Event description:
It was reported that the pt received a zimmer allofit-s it alloclassic shell, 58/ll (date not provided) and underwent removal of implants on (B)(6) 2013 due to "loosening - dysplastic hip no fraction of original implants."

Manufacturer narrative:
The MFR did not receive explanted devices for review and the cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and/or the device(s) be returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be filed. (B)(4).